Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed device:ceramic, capacitor:damaged.

Event description:
It was further reported that the patient was hospitalized for ten days, and kidney issues developed as a result of the event.

Event description:
It was reported that the patient presented with shortness of breath, near syncope and in ventricular tachycardia (vt). The implantable cardioverter defibrillator (ICD) had encountered a charge circuit timeout and triggered elective replacement indicator (eri) resulting in no therapy from the ICD. The patient was taken to the emergency department and shocked externally. The ICD was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 694965, lead, implanted: (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.